Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high-level disinfection at olympus (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for pseudomonas aeruginosa(>100cfu/100ml) during routine surveillance culturing test by the facility. The portion of the subject device, where the microbes were detected, was not reported. The facility had manually reprocessed the subject device with peracetic acid. There was no report of patient infection associated with this report. The customer reported that they followed (B)(6) regulation for reprocessing process and the subject device was reprocessed according to the instructions of the manufacturer.